Manufacturer narrative:
H6 evaluation codes: updated one device was received for evaluation. Visual inspection found the tamper seals are intact. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, nothing was found. To conduct functional testing the device was powered on. Upon power up, the error was found in the device information. The reported problem was duplicated. To correct the issue, the latch/lock optic flex sensor will be replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously, related to the customer stated problem.

Manufacturer narrative:
D4: UDI number is unknown. B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device exhibited a system fault 41,541. Patient involvement is unknown.